Event description:
It was reported that during an ivc filter retrieval, the physician was using a recovery cone system for the retrieval; the marker band on the sheath introducer was not at the tip of the sheath but midway up instead. It is unk if the vessel had been pre-dilated before device insertion. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. There was nothing found to indicate there was a mfg related cause for this event. The lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The device was discarded by the facility; therefore, not available for eval. However, two photos were received for review. Based on the review of the photos, it can be confirmed that the marker band moved proximally on the sheath (distance unk), but the marker band remained on the catheter shaft. Several attempts were made to obtain pt and procedural info to determine possible contributory factors in this event. However, this info could not be obtained. Therefore, the root cause is unk. The instructions for use (IFU) for this device states: "pre-dilate the accessed vessel with a 12f dilator."